Event description:
It was reported that on (B)(6) 2026, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, the leaflet got escaped and cannot be found in patient. On an unknown date, it was reported that the patient passed away.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of leaflet dislodgement, sepsis, and subsequent patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and without the device to analyze, the cause of the reported dislodged leaflet, sepsis and subsequent patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 21 mm sjm regent heart valve w/ flex cuff was chosen for a procedure. Intra-operatively the leaflet got escaped and cannot be found in patient. After a prolonged cardiopulmonary bypass time used for searching for the dislodged leaflet, the dislodged leaflet could not be located. A replacement valve was implanted. Post-implant, the patient went on to develop sepsis and imaging demonstrated that the dislodged leaflet was located within the iliac artery. There were plans to retrieve the dislodged leaflet from the iliac artery, but unfortunately due to the critical condition of the patient from the sepsis the patient passed away before this was possible. It is estimated that the patient died within several weeks post-implant. The cause of death is uncertain.